Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced blood loss, infection, right flank pain, urinary tract infection, frequency of urination, excessive thirst, shortness of breath, palpitations, nausea, gassy, dribbling, nocturia, burning on urination (burning sensation), dysuria, back, hip pain, headache, anxiety, irritability, incomplete bladder emptying, kidney stones (calcification), numbness, tingling sensation, legs and calf cramp, weak, pain, suprapubic discomfort, urgency of urination, sweat, pelvic, abdominal pain, adhesions, and required nonsurgical and additional surgical interventions.